Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted non-thoracic transcervical esophagectomy procedure, the tip of the harmonic ace instrument broke off and a fragment fell inside the patient. This resulted with a brief interruption of the surgery and the broken piece was retrieved during the same surgical procedure which was completed robotically. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.